Manufacturer narrative:
Evaluation results: one cadd prizm vip pump was returned in good condition for investigation. The pump's event history log was reviewed, and the "wrong cassette" alarm message was observed. The customer's reported product problem was replicated. The pump showed signs of fluid ingression. The cause of the reported product problem was attributed to user damage, caused by fluid ingression. The downstream occlusion sensor and real time clock lithium batteries were replaced.

Event description:
Information was received that this smiths medical cadd solis vip pump would not pass accuracy test of +/- 6%. It was reported that pump failed testing twice and accuracy testing revealed 7.7%. No reported patient injury or adverse effects.